Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a stent damage occurred. The target lesion was located in the left anterior descending artery. After a non-bsc guide extension catheter was advanced, a 3.50x12mm synergy ii drug-eluting stent (des) was advanced for treatment. However, resistance was met at the collar of the guide extension catheter and it kinked the shaft of the stent outside the patient's body. Another 3.50x12mm synergy ii des was advanced through the guide to the collar of the guide extension catheter however, it was noted that the proximal end of the stent struts were raised. The device was removed with the guide extension catheter and used a 3x16mm synergy des and completed the procedure. No patient complications were reported.